Event description:
It was reported that air was observed when using the faradrive steerable sheath clear. Once the farawave catheter was inserted into the sheath, aspiration attempts were made, which led to the intake of air. The valve at the end of the sheath did not close, therefore, no aspiration was possible without sucking in air. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath is not expected to return as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.